Event description:
User facility reported that the device was in use with patient for infusion. According to reporter, leakage was seen around the needle. The user removed needle from use and needle broke off from the rest of the needle housing. The needle piece was removed from patient¿s portal access system using tweezers. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.